Event description:
The customer contact reported channel b did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept. With an unsigned note that stated, "channel b will not alarm." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, channel b of the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.